Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported issues she experienced with essure. Over one month she gained 20 lbs and looked 6 months pregnant. She felt as though something was stabbing through her. She had them in her for 3 years at this point and had no problems up to then. She was only (B)(6). She had the same gynecologist for almost 9 years and through 2 pregnancies. He acted as if she was crazy and just said her swelling and chronic pain was strange. He finally agreed to remove essure. One month later she was normal again. No more pregnant belly. No longer debilitating pain, the only remaining issue she had was severe pain while on her period because of the adenomyosis those coils caused. Her gynecologist was willing to remove the endometriosis caused by the coils. Consumer mentioned that she also had to have at least 8 invasive horrible and painful tests run on her to rule out any suspected causes of her pain and swelling before she could get her implanting doctor to remove essure. Ptc investigation result was received on 22-may-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and felt as though something was stabbing through her, chronic pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. In the present case, consumer also had adenomyosis and endometriosis which could have contributed for the occurrence of pain, however since the pain started approximately 3 years after essure insertion and one month after essure removal she no longer had pain, a causal relationship with essure cannot be totally excluded. Also, non-serious events were reported. This case was regarded as incident since essure was removed (intervention implied). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 13-jul-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and felt as though something was stabbing through her, chronic pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. In the present case, consumer also had adenomyosis and endometriosis which could have contributed for the occurrence of pain, however since the pain started approximately 3 years after essure insertion and one month after essure removal she no longer had pain, a causal relationship with essure cannot be totally excluded. Also, non-serious events were reported. This case was regarded as incident since essure was removed (intervention implied). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs